Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. The balloon was replaced with a higher pressure balloon. There were no additional patient complications.